Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. Insulin pump was received with intermittent button response due to moisture damage on keypad traces. Insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received excessive no delivery alarms. It was also reported that the act button was unresponsive. Customer's blood glucose level at the time 154mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).